Manufacturer narrative:
A steris service technician inspected the harmonyair monitor carrier and found that the over-rotation of the lower and upper boom arms caused them to impact one another subsequently dislodging a plastic bearing cover upon impact. The steris technician resecured the plastic bearing cover, tested the unit and confirmed it to be operational. The operator manual states (pg. 12), "avoid damage to equipment by articulating (do not approach stops roughly; avoid collisions with other equipment) the equipment slowly and evenly." The steris technician counseled user facility personnel on the importance of using caution when moving the boom arms. The harmonyair monitor carrier was returned to service and no additional issues have been reported.

Event description:
The user facility reported that while an employee was moving the harmonyair monitor carrier, the lower boom arm bumped into the upper boom arm subsequently dislodging a plastic bearing cover and contacting the patient's shin. No report of injury.